Manufacturer narrative:
The device was returned due to patient death. The results of electrical, stress/environmental tests performed indicated that the pacer exhibited normal device characteristics. Longevity assessment was performed based on field settings and was in the normal range of operation with appropriate remaining longevity. Device image was successfully saved.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient expired due to unknown cause. The death was reported without clear information as to whether the death was device related. Further information was requested but not received.